Manufacturer narrative:
Retainer = black. Insulin pump passed sleep current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, unit received with high active current. Pcba 2 was swapped with a test board with active current returning to acceptable levels (141.9ma). High active current isolated to pcba 2. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's battery was lasting about 5 days. Customer reported low battery alarm and replace battery now. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.